Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Received device with broken front cover, started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. The technician replaced front cover and performed preventive maintenance.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) had a crack on the keypad. The alarm on the device was not working as well. No patient injury or complications were reported in relation to this event.